Event description:
As reported in the anz journal of surgery 81 (2011) 510-514 sutureless total thyroidectomy: a safe and cost-effective alternative. As part of the study, 1163 patients were treated from january 2006 to july 2009. One patient had a post-operative hemorrhage that required wound re-exploration.

Manufacturer narrative:
(B)(4). As this incident was revealed during a literature review, the incident sample is no longer available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.